Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: shaft insulation pulled away from tip the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes are improper sterilization methods and user misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.